Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm with a report of air bubbles in the patient line during drain one was not confirmed due to a lack of sample. The root cause was undetermined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A nurse contacted baxter's global technical service center to report a low drain volume alarm on the homechoice (hc) device during drain 1. The nurse (rn) stated there were air bubbles in the patient line. The technical service representative advised the rn would need to end therapy and start over with new supplies. The homepatient (hp) stated they would skip therapy tonight and start over tomorrow. No patient injury or medical intervention was indicated at the time of the initial report. On 06 jan 2011, product surveillance spoke with the nurse who stated she didn't see anything unusual with the supplies. The nurse stated that she discarded the sample and doesn't recall the lot number. The nurse neglected to provide patient demographic information. The nurse did indicate that the patient was doing well and continuing with therapy. The nurse confirmed that there was no injury or medical intervention reported.